Manufacturer narrative:
The down button is permanent active due to an external mechanic damage. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013, it was reported that when the patient attempted to deliver a bolus with her infusion device, it displayed e8 (power interrupt). The patient changed the battery and the device again displayed e8. The patient could not confirm the e8 message because the check button on the device would not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.